Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple patients were showing incorrect medication orders. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) asked customer to provide the patient medication order examples and did not receive response from customer. Due to lack of response from customer, tss closed the case. The system functioned as intended after the technical support specialist investigated the issue.